Event description:
Pt reports the vios lc aerosol delivery system is not working properly and it does not generate mist so he cannot use his med. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.